Manufacturer narrative:
Exemption number: 1997036; internal reference: (B)(4). The investigation of the adverse events summarized in this report (n=437) did not conclude any product problem with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the event confirmed that the failure rates are below the acceptance criteria based on scientific literature. No remedial action was therefore necessary.

Event description:
This report summarizes 437 reported events. It includes known events such as a malposition or fracture of the dental implant during insertion. The age range of the incident events is: 16 to 87 years (average: 57 years). The gender breakdown is 113 males and 126 females.